Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The single used loading unit was received open by the account. The shipping wedge had been removed from the single used loading unit, no damage was noted to the single used loading unit. The single used loading unit functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. It cannot be determined when and how the shipping wedge was removed from the single used loading unit. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the nurse closed the device and handed it to the surgeon ,then the surgeon opened forks, however staples fell into pieces and fell out from the cartridge. Not used on patient.